Event description:
A materials manager reported that during surgery on a pt's left eye, the cutter stopped working. They replaced it with a cutter from another pack with same lot number. The case was completed after a delay of five minutes. There was no harm to the pt.

Manufacturer narrative:
The device history records for the component lots were reviewed. The associated lots (B)(4) were released based on the manufacturer's acceptance criteria. The customer returned one 23 gauge vitrectomy probe for "stopped working". The sample was visually inspected and found to be conforming. The sample was functionally tested and found to be nonconforming for actuation (at 5000 cpm (cuts per minute), it did not close completely). The sample was also nonconforming for cut (choppy cut - pulled). The probe was conforming for aspiration. The probe was disassembled and the components inspected. There was resistance felt while removing the inner cutter from the needle. The shaft and cutting edge of the inner cutter exhibited significant wear marks. Product evaluation determined worn cutting edge. Significant wear on the cutting edge indicates that the probe may have ben initially working properly and only damaged sometime during surgery. Probes are 100% visually and functionally tested during manufacturing; a nonconformance (example, "cut failure") would have been detected during assembly and testing and subsequently removed from the lot. (B)(4).